Event description:
The customer reported the insertion tube rotated and became twisted. The videoscope was returned to an olympus service center for evaluation. During inspection and testing, the adhesive at the distal end was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive at distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the adhesive at the distal end was peeling due to deterioration caused by stress. The report of the insertion tube being twisted was confirmed and was due to looseness of the insertion pipe. In addition, angulation was out of standards due to damage to the bending tube, the angle wire was stretched, the adhesive on the bending section was damaged, the non-bending part of the insertion tube was damaged, the universal cord, connector, and control body were damaged, and the scope connector label was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 1-mar-2022. Reuse should have been checked in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.